Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: 17-sep-2024 section h3 - device evaluated by manufacturer? Yes device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection revealed that the complaint device was received with the plunger rod partially advanced with a haptic stuck in the cartridge tip. The plunger rod was retracted and the haptic was not overridden. The lens module was inspected revealing no damage or viscoelastic residue. Device assembly was inspected and no issues were identified. Plunger rod advancement was inspected and no issues were identified. The lens was cleaned and the haptic was removed from the cartridge tip. The lens presented torn and damaged. The haptic presented as detached from the torn portion of the lens. A portion of the lens was missing. The complaint issue "haptic damaged" was not identified during product evaluation. The observed "haptic detached" is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation, the product was released within specification. There is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: n/a - lens was not implanted. Section d6b - explant date: n/a - lens was not implanted. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded monofocal intraocular lens (iol) was faulty, the leading haptic was injecting the wrong way. It was confirmed through follow up that the only issue with the iol was the leading haptic was twisted. There was patient contact initially, but the lens was not implanted as the surgeon did not want to risk removing a lens with a broken haptic. A new iol was implanted. No further information was provided.